Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the patient underwent a magnetic resonance imaging (MRI) procedure, a right atrial (ra) unipolar warning triggered, and polarity switched occurred. The ra lead was reprogrammed back to bipolar, and all values returned to normal. The implantable pulse generator (ipg) device and lead remains in use. No patient complications have been reported as a result of this event.